Event description:
On 14-sep-2025, it was reported that a beta bionics ilet user experienced a cracked and nonfunctional touchscreen. A replacement device was arranged. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.